Event description:
It was reported that the patient experienced weariness. It was noted that ventricular noise near the near field channel was observed on previous remote monitoring encounters. The noise was reproducible with light touch where the right ventricular (rv) lead joins the header. No other anomalies were observed. The noise could not be programmed around so a programming change of the pacemaker mode to ventricular pacing only with rate modulation was performed. The patient was to be monitored remotely. The patient was stable.